Event description:
Programmer would not take command from v-threshold check. When loss of capture occurred, pen was lifted, but device stayed at 2.0v @ .03ms, below the patient's threshold, and pt passed out. Follow-up determined no lasting patient effects.